Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, which resolved the issue as the error code did not reappear, allowing the caller to successfully start a new sensor session.